Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but were discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left meniscus repair procedure, the surgeon was attempting to use a speed cinch w/ 2 peek implants. The surgeon was able to insert, deploy and seat the first implant (lot: 10056167), he then went to insert and deploy the second implant, however, the implant would not deploy. The surgeon retracted the speed cinch, cut the suture, tied a knot and left the first implant in the meniscus. Another speed cinch of the same lot (lot: 10056167) was opened and used with the exact same results; the first implant was able to be seated without any complications however, the second implant would not deploy. The suture was cut and the surgeon tied a knot and left the first implant seated in the meniscus. The case was then completed with a device from a different manufacturer.